Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that the customer was using the cardiohelp for approx five mins when a "drive fan 2 error" was displayed. The sys was switched with a backup unit. Maquet svc arrived on (B)(4) and confirmed the "fan 2 error" message. Svc also reported seeing "drive fan 1 error", "housing fan 1 and 2 error", "3.3 volt error" and battery 2 needs svc error". The unit was replaced with a loaner unit and the defective unit was returned for eval. (B)(4).